Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Section h, device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If a sample is received, the device will be evaluated and a supplemental report will be filed.

Event description:
It was reported that the employee received a needle stick injury when attempting to activate the safety mechanism on the suspect device. The facility states it was unclear if the needle stick injury was a result of user error. The employee and patient received post exposure lab work. The patient was (B)(6). The employee's results were all (B)(6) except for (B)(6) antibody, as he/she is vaccinated. No prophylactic medications were provided.